Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inr: 2.2, 1.3.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 2.2, 2nd inr: 1.3, mean: 1.75, sd: 0.64, %cv: 36.37. Data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. Not product is expected to be returned. Precision test performed on retained strips indicated strip deficiency was not established. There is no sufficient info to determine the root cause of customer's complaint. Investigation results: donor 1, in-house: 1.1, in-house: 1.1, mean: 1.1, sd: 0.00, %cv: 0.00. Donor 2, in-house: 2.3, in-house: 2.3, mean: 2.3, sd: 0.00, %cv: 0.00. For each pair of replicates, for each sample of strip lot #218916, mean and standard deviations were calculated. In-house test results were 0% and 0%, respectively, for each donor, are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on in-house meters. No further investigation will be pursued. As of 02/10/2010, one discrepant result complaint was reported for lot #218916 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.